Event description:
Hcp reported "pt reporting symptoms of withdrawal 2 weeks prior to refill, eventhough there is about 9 ml left in reservoir". The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.